Event description:
User received erroneous calcium, total protein, and albumin results for one pt sample. Initial calcium was 7.1 mg/dl, repeat result was 8.9 mg/dl. Initial total protein result was 5.2 g/dl, repeat result was 6.7 g/dl. Initial albumin result was 3.3 g/dl, repeat result was 4.2 g/dl. User stated, after the initial results were generated, the sample automatically reran on the same instrument and recovered similar results. Results were reported to the physician and the physician questioned the results and had the pt come back in for a redraw. The user then pulled the initial sample, mixed it, and reran it on the same analyzer again and recovered significantly different results. User stated the pt was not treated based on the results initially reported. If add'l info is received, appropriate notification will be provided.